Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required hospital admission. The biopsy procedure was completed as planned. A chest x-ray was performed after the procedure and a pneumothorax was detected in the left upper lobe. Further details about the hospital admission were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.